Event description:
Customer hospitalized for dka. Troublehsooting was performed. Pump tested ok. However, the cannula was found bent. Also it was stated that the bolus stopped on pump. The device was not dropped or bumped, and the battery cap was not loose. Bgs were treated with insulin drip. Customer was uncomforatable with the device and requested a replacement pump.